Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose value was 93 mg/dl at the time of the incident. The customer was assisted with troubleshooting for blank display. Customer states that insulin pump had battery cap damage and crack on the top of screen. Product will be returned device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had stripped battery cap coin slot (p), cracked lcd window, cracked case at display window corners. (B)(4).